Event description:
As reported by our edwards lifesciences japan associate, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20mm sapien 3 ultra resilia valve, an iliac artery dissection was observed, and a stent was placed to treat, and the patient recovered. The valve was successfully deployed without any other issue. Eia diameter was less than 5.5 mm, and there was calcification in a section. The operator performed the tavr under the assumption that vascular complications could occur. A strong resistance was encountered while the delivery system was advancing through the sheath. By pulling and pushing the sheath, the delivery system was eventually able to be advanced. The cause of the dissection was overexpansion at the site of stenosis with calcification, as per the operator.

Manufacturer narrative:
The investigation for this report is ongoing. H3 other text : the device was discarded at the facility.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: component, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A technical summary applies to this complaint event and establishes, through extensive complaint investigations, that events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. It was reported that ''eia diameter was less than 5.5mm, and there was calcification in a section.'' A minimum luminal diameter of greater than or equal to 5.5mm is required for use of 14f esheath+. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. In this case, resistance between system components, difficulty advancing through sheath and iliac artery dissection leading to stent placement could not be confirmed, as no device or relevant imagery were provided. The available information suggests patient factors (calcification, undersized vessel) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.